Manufacturer narrative:
E1 : initial reporter facility name : (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with struts lifted flared at proximal end and struts lifted and pulled proximally at distal end. The undamaged crimped stent od (outer diameter) was measured by snap gauge this is within max crimped stent. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary artery stenting. The 95% stenosed target lesion was located in a coronary artery. A 3.50 x 28 synergy drug eluting stent was advanced for treatment. However, after several attempts, the device could not cross the lesion. It was observed that the stent was loose and was not stably attached to the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable post-procedure.

Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary artery stenting. The 95% stenosed target lesion was located in a coronary artery. A 3.50 x 28 synergy drug eluting stent was advanced for treatment. However, after several attempts, the device could not cross the lesion. It was observed that the stent was loose and was not stably attached to the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable post-procedure.

Manufacturer narrative:
Initial reporter facility name : (B)(4).